Event description:
Reporter alleged the customer received the results of 252 mg/dl and 62 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that the next day, the customer received a result of 390 mg/dl and 64 mg/dl back to back within 10 minutes on the same advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to manufacturer, by facility, (B)(6), per facility, a male, pt, (B)(6) was placed in a bariatric bed with all four side rails up. The bed had a (B)(4)-air mattress on it as well. The pt fell through the gap between the top and bottom side rails hitting his head on the floor. [As described this would be a zone 5; between split bed rails]. He was sent to the hospital for a CT scan which revealed an increase is soft tissue swelling. He requires a higher level of care since. Per manufacturer, no ra issued because bed is not in question; however, the manner in which it was used was inappropriate. A pt of this small stature/(B)(6) should not have been placed on a bariatric bed - this is being filed as "was not used as manufacturer specified". Manufacturer also referenced (B)(4) exclusion from the scope of their guidance which includes bariatric beds to the facility. Copy of medwatch form received by facility, date of event was (B)(6) 2009, however, manufacturer first notified on july 25, 2010.